Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was unknown. The customer was advised to insert new aaa alkaline battery. The customer was advised to ensure the battery is securely fastened and aligned or tightened the pump. Customer stated she received failed battery test. The customer was advised that the pump will be replaced and revert to a backup plan.